Manufacturer narrative:
Intermittent button response due to flattened up keypad dome was found during testing. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Keypad connector found close properly during visual inspection was found on the insulin pump during testing. (B)(4).

Event description:
The customer reported via phone call that his up button was not responsive. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the up button needed to be pushed harder to respond. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.